Manufacturer narrative:
The lay user/patient¿s lancing device has been returned and evaluated by lifescan product analysis with the following findings: the alleged issue was confirmed; the lancing device cap was found to be broken.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch delica lancing device cap was loose/falls off. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged lancing device issue began on (B)(6) 2017 at 9:30 am. The patient manages her diabetes with insulin (self-adjuster). It was not reported if the patient took any action in regards to her usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms due to the alleged issue however reported attending the urgent care clinic on (B)(6) 2017 at 2:30 pm where she received treatment of an unspecified dose of novolog insulin. The patient claimed a result of ¿300 mg/dl¿ was obtained on the clinic device at 2:30 pm. At the time of troubleshooting, the alleged lancing device issue remained unresolved. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after the alleged product issue began.